Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient had a nonfunctioning stimulator and it was in a position that was very irritating and uncomfortable with his pants and belt. The hcp made it clear that the leads would be left in place. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient was having pain at the ins site and was no longer using the ins. The patient had it explanted on (B)(6) 2019. No further complications are anticipated.